Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the iipv could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2014 at 16:48:00. During night drain cycle four, the patient's ultrafiltration reading was 1581ml, indicating the patient drained 1581ml more than their maximum programmed fill volume of 1500ml. No additional information is available.